Event description:
It was reported that a skin irritation causing itching had occurred while wearing the pod between 36 and 48 hours on the abdomen. The patient visited their physician and was prescribed flonase.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.